Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® gold-tite® hexed screw, iunihg was not returned for investigation. One unknown biomet implant added to the complaint remains implanted. Therefore, visual inspection could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted and no per form was provided. Bone density type is unknown. The reported device was located on an unknown tooth site and was used for an unknown amount of time. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was not completed for the iunihg since the lot number was unknown. DHR review was not completed for the biomet implant since the lot number was unknown. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Keywords used: screw fracture. A complaint history review was not conducted for the unknown biomet implant as neither the item or lot number was available. Based on the available information, device malfunction could not be verified as the exact details of the reported event was non-verifiable and the product was not returned.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that a screw fractured in an inherited patients mouth. Part of it is still stuck in the implant. Has not seen the patient yet for removal. When he does, he will remove the broken portion from the implant and return it. Tooth location not reported.